Event description:
The patient was recently seen in our ICD clinic at which time the patient's device was discovered to be at eri (early replacement indicator). Early battery depletion is suspected. The ICD generator was changed. No harm came to the patient.====================== manufacturer response for ICD, ICD======================awaiting response.